Manufacturer narrative:
Concomitant product: 250ml bag of 5% dextrose injection usp (baxter corporation; lot w5c31c2, exp 06/16; therapy date (B)(6) 2015. Conclusion: no available code for undetermined or unknown cause. The customer¿s report of a balloon in the silicone segment was confirmed. Visual and tactile inspection revealed that the very top portion of the silicone pump segment had been stretched and weakened, consistent with ballooning effects. The weakened area was located just below the engagement between the upper fitment and the silicone pump segment. Functional testing was performed; no ballooning occurred. The set was pressure tested, and ballooning of the very top portion of the silicone segment was observed to occur at ~10 psi. Also, upon reaching this pressure level, the silicone segment suddenly disconnected from the upper fitment. The root cause of the balloon in the silicone segment could not be identified.

Event description:
Ballooning at the silicone segment occurred. The set was loaded into an alaris 8100 pump module, but the pump was not infusing at the time of the event. The nurse was looking at the set and noticed that there was ballooning at the top of the pumping segment. The nurse pulled on the pumping segment and the silastic portion detached from the blue upper fitment with little force. The ballooned portion deflated. No patient harm occurred from this event.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.